Manufacturer narrative:
The returned tb-0535fcs (lot#: kr856477) was evaluated for ¿probe was damaged¿ issue. The reported complaint was confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed and no abnormalities. The distal end of the device was inspected under a microscope and that the probe tip is detached. The missing piece (detached portion) was returned. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the damage/broken probe is attributed to the probe coming in contact with hard or metallic surface during activation.

Manufacturer narrative:
The subject device was not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that during a procedure, the probe bottom portion of the device was damaged, broke off into the patient. Customer reported that they were able to retrieve the damage part of the probe. The procedure was completed and no patient injury was reported.